Event description:
Reportedly, the patient underwent abdominal surgery using valleylab force 2 generator and unknown return electrode applied at site other than left leg. Nothing unusual reported during surgery. At some time later, patient alleged damage to femoral nerve in left leg. Hospital tested force 2 and alleges excessive hf (high frequency) leakage.

Manufacturer narrative:
Results of valleylab analysis. Subsequent testing by a tyco healthcare service facility showed the hf leakage to be normal and within the limits specified by the international standard iec 60601-2-2. An incorrect test procedure by the hospital would explain the high readings. If hf leakage current had traveled in the patient's left leg, the leg would have to have been grounded and there would have been an exit burn at the grounding point. With no report of visible marks on patient's left leg and the normal hf leakage measurements, valleylab believes the alleged injury is due to some other cause than the use of the force 2 generator.